Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error alarm after being bumped. Customer's blood glucose was 10 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on the lcd controller printed circuit board assembly. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify critical pump error due to flashing white lcd. The insulin pump had cracked keypad overlay at select button and scratched case.